Event description:
The balloon burst between 180 and 240cc for the 2 probes (cook reference: 1820334-2014-00172 and 1820334-2014-00173). Procedure lasted longer as only the third one was working so important blood loss. As per the complaint communication form received on (B)(4) 2014: the physician usually uses the bakri balloon. He uses the pliers (the longuette) to introduce the balloon into the cavity. He puts it well ahead of the catheter. The incident with the first balloon happened after 180 ml of fluid instilled (1820334-2014-00172), the latter is ruptured just above the catheter. The second is 240 ml liquid instilled (1820334-2014-00173). These two incidents therefore delayed management of hemorrhage, causing a larger loss of blood. The bursting of the balloon took place just down the balloon segment. The two devices were kept and then thrown away as the customer was not sure who to give the devices too.

Manufacturer narrative:
Bleeding is addressed in the IFU. Balloon rupture is not labeled. Event is still under investigation.